Manufacturer narrative:
(B)(4). Batch #u5e18e. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with three 6r45b reloads. The reloads b and c were received fully fired and the reload d was found partially fired 1/3. The three reloads had the lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related an improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reload b and c: 6r45b, batch u5a38z, fully fired, spring damaged. Reload d: 6r45b, batch u5a38z, partially fired 1/3, spring damaged.

Event description:
It was reported that during a lap. Appendix surgery on a (B)(6) year old nursing mother, an ats45 was used to deploy the appendix. Unfortunately the device did not trigger. The 3 magazines 6r45b used did not cut either. No harm to the patient.